Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised to return the problematic pump to tandem using a prepaid return box and was provided with a replacement pump that included updated software. The customer was instructed to program their pump settings and connect their cgm to the replacement pump, with clear instructions provided for putting the original pump into storage mode before returning it. The customer understood and acknowledged all instructions.